Event description:
On (B)(6) 2010, I had a hernia repair in (B)(6) at (B)(6). Atrium medical corp mfg the mesh c-qur references # (B)(4). I have no other info on the mesh and I contacted medical records at (B)(6) and the above is all the info they had on the mesh. (B)(6) weeks after the surgery, my incision site opened a bit and fluid started to squirt out. I went to the surgeon and she said drainage can sometimes be expected. In (B)(6), I had bleeding from my nose/mouth and rectum, so I called an ambulance and went to the ER and I was admitted for internal bleeding and sent to ICU where I spent the night. The next day, a surgeon was assigned to me and I had many, many tests. Nothing showed why or where the bleeding was coming from. I discharged the surgeon in (B)(6) and hired on the surgeon here in (B)(6) where I live. He placed me on a wound vac for 4 months along with visiting nurses 3 times a week and once a week to the (B)(6). The end of (B)(6), he realized that a surgery would be needed and I had the operation on (B)(6) 2011. The c-qur was in pieces and all infected, as was my entire abdomen. Calf tissue was placed in the area, unfortunately my small intestine was knicked so about a week after the repair the drainage tube fell out and I had feces coming out the hole where the tubing was. I went to the ER and they cleaned up the area and I was sent home and told to see the surgeon the next day. When the surgeon saw my situation he scheduled a re-surgery the next day (B)(6) 2011 and the small intestine was stitched and a pig tissue was placed. In (B)(6) 2011, I had to have the area irrigated and each time 35 cc's of fluid was extracted.